Event description:
It was reported that the physician was performing a therapeutic ercp procedure with stone extraction on a pt. The doctor inserted the device in the pt, and was able to get the device basket around the stone. An attempt was then made to crush the stone in the device basket, but the device cable snapped. The physician was eventually able to pull the basket out of the biliary duct, but the basket remained in an open position. The physician then succesfully withdrrew the scope and the device from the pt. The pt returned two days later and the stone was successfully extracted with a balloon extractor. There was no indication from the complainant of any adverse affect on the pt as a result of the reported malfunction.